Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call of unexplained high blood glucose of 600 mg/dl and hospitalization. Customer's blood glucose at the time of the call was 133 mg/dl. Troubleshooting found that the drive support cap was normal and customer previously checked their settings with a diabetes educator. The pump passed the self test and troubleshooting indicated that the pump may have been occluded. Customer was advised to monitor the pump and call back if issues persist as it appears that the pump is working as designed.